Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image quality degraded due to charge-coupled device cable failure and water ingress due to damage to the head unit cable connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the autoclavable camera head exhibited water ingress, image quality degraded, and charge-coupled device cable failure. There was no patient involvement.